Event description:
The manufacturer received a complaint reporting that a ¿ventilator inoperative¿ alarm occurred on a trilogy evo ventilator prior to patient use. The patient¿s family attempted to operate the device but were unable to do so. The sales representative contacted the patient and confirmed that no issues had been experienced during device use, as the patient primarily uses the ventilator at night and when fatigued. The sales representative subsequently visited the site and replaced the device. No patient injury or adverse health effects were reported. The device was returned to the manufacturer for evaluation. During operational testing, the reported issue was reproduced. Review of the device error log identified a ¿ventilator inoperative¿ error associated with flow sensor fluctuation deviating from specification. Corrective restoration was performed, after which the error no longer occurred. As a precautionary measure to prevent recurrence, the flow sensor was replaced. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.